Event description:
Pt stated that she was shocked by the sensor in the middle of the night.

Manufacturer narrative:
Device has not been returned to MFR for investigation as of (B)(4) 2010. Preliminary tests were completed with the device passing. Associated accessory device: act monitor, model# com001, serial # (B)(4).